Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that it was in a used condition and was not returned in its packaging, the active tip had signs of activation and was charred at the base. The shaft, handle, cable and plug did not show any signs of damage. The electrode will be sent to the manufacturer for further evaluation. The manufacturer performed a visual inspection of the returned device; as a result the device was not returned in the original packaging, the tip was in a used condition with damage on the manifold. The device failed the hipot active return electrical test and the activation functional testing, the ¿output shortage¿ errors were displayed. The customer's device was manufactured in jan 2024. A DHR review has been performed for the complaint device; no issues with the manufacturing process have been indicated which might explain the failures observed. The customer reported that 'during the surgery the device generated sparks'. The visual inspection found that the plastic manifold was damaged probably by a 'shorting' event at the distal tip. The issue is caused by a direct path being created between the active and return circuits at the distal end. This can be triggered by an incomplete adhesive seal, resulting in an ineffective isolation of the active and return. The complaint device was returned to atl UK for investigation. During testing at atl UK, were able to confirm a fault with the device. The complaint device failed both electrical and functional testing. Based on the evidence of the charred and burnt section of the manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous one piece lps electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through cap. Please refer to the attached cap report. To eliminate recurrence of this failure mode a design change is required. The complaint failure mode has been reviewed against the systems risk assessment document, ¿hazard type - incorrect or inappropriate output or functionality' resulting in an internal arcing of instrument. The hazardous situations annotated for this failure mode are 'insufficient rf energy delivered' with a potential outcome (s) / harm being 'incorrect tissue effect'. The risk level severity is categorized as minor and alra (as low as reasonably achievable). The current probability level is 'probable'. It shows this defect to be of low occurrence. As stated in the cap report, to completely eliminate occurrence of this failure a design change would be required. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue. Based on the information currently available, the potential cause is traced to design. This product issue will be addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a meniscal repair surgical procedure the vapr s90 4.0mm w/integr hd device sparks, had electric leakage and did not function. During the surgery, the device generated sparks, electric leakage appeared and did not function. The device was not used in the patient. Another device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product has not returned to j&j medtech orthopaedics, however a photo was provided for review. The photo investigation revealed that the vapr s90 4.0mm w/integr hdp -ea appears to be charred at the tip base. No other anomaly could be observed on the fragment of the device that as visible. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would contribute to the complained device issue. Based on the investigation findings, a potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. Multiple factors are associated with this type of failure, the complaint device needs to be physically evaluated in order to determine why the customer experienced the failure. As per IFU, electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power settings, and use with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.